Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 to 70 mg/dl at the time of the incident. The customer was given glucagon shots to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller believes the customer's pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.